Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer called and reported she was hospitalized with high blood glucose in the 800 to 899 mg/dl range. The customer stated she was given insulin and her blood glucose went down to the 400 to 499 mg/dl range and she was released from the hospital. Customer was advised the insulin pump could be replaced if needed. She declined troubleshooting and will not be returning the device for analysis at this time.